Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected fields: b5, d4 (UDI), g2. The unique identifier is incomplete because the serial and lot numbers are unknown. No decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), the cath lab manager, reported that four 50 cc balloons from the kit could not advance through the sheaths during procedures. She contacted her sales reps who directed her to report the issue via the 1-800 number. However, she did not call during the procedures due to the urgency of treating stemi patients. No balloons were saved for investigation, and no specific patient or procedural details were available. (B)(6) confirmed that the balloons worked without issue in each case. The incidents occurred with different physicians and staff, and no patient was on the pump at the time of the report. She was advised to save affected balloons in the future and appreciated the support. The reps were notified to file complaints for the affected products. Based on the description, given the limited information provided, we are unable to determine a root cause. Additionally, since the customer discarded all four balloons, we do not have the devices available for evaluation. As a result, we cannot verify or confirm the complaint. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, the balloon could not be advanced through the sheaths provided in the kit. No harm reported.

Manufacturer narrative:
Due to character limitations in e1 initial reporter - (B)(6) product not returned, but coming back the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy, the balloon could not be advanced through the sheaths provided in the kit.